Event description:
It was reported that the battery gauge was fluctuating while pump was either charging or had just been disconnected from charging. There was no reported impact to the customer¿s blood glucose level. Customer received education on battery behavior from technical support, confirmed that pump was working as expected, and acknowledged understanding of guidance provided.